Event description:
It was reported that the lead exhibited oversensing during a follow up in clinic. The lead was capped and replaced successfully on (B)(6) 2017. The patent was asymptomatic and stable before, during and after the procedure.